Event description:
While attempting to postion glide wire with torque device, vascular sugeon noticed the hydrophilic coating on the glide wire was stripped off. No harm to pt. Damaged part of wire never entered pt.